Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent a frozen elephant trunk procedure to treat a dissection utilizing a gore® tag® conformable thoracic stent graft with active control system. Reportedly, physician went to deploy the graft with the first deployment step and the handle came back with no deployment line attached. 1st stage of deployment failed to deploy. Physician was unsure why the device failed to deploy with guidewire down and catheter straight. They replaced that device with another to complete the procedure. There was no harm to patient as result of the failed deployment.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h3, h6. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Engineering evaluation summary: the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken at the connector. The observations of the device evaluation support the physician¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. Primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to tensile forces. The pdl breaking may have been caused by the fiber within the slipknots becoming twisted on themselves during deployment, causing increased resistance, but the cause of the primary deployment line breaking could not be confirmed with the currently available information.